Event description:
It was reported that the customer received a compromised force sensor system alarm as well as a software error. Customer's blood glucose level at the time 191mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected alarms noted during testing. Insulin pump passed displacement test, rewind test and pump self-test. Motor error alarmed during basic occlusion test due to loose and slanted drive support disk. Insulin pump had a cracked reservoir tube lip noted, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.